Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, several episodes showing ventricular noise oversensing were observed in the device memory. One ventricular lead was explanted on (B)(6) 2016 due to ventricular noise oversensing. The observed noise may have resulted from a rupture of the lead. A new ventricular lead was thus implanted on (B)(6) 2016. After a few months after implantation, episodes showing noise oversensing, that could have resulted from myopotentials, were recorded in the device memory. The noise was reproducible with abdomen contraction. The episodes recorded since end of (B)(6) 2018 showed that the noise morphology changed and it was observed that they could not be reproduced anymore. Preliminary analysis results confirmed the reported behavior. The observed noise could have resulted from a ventricular lead issue and/or a lead/crt-d connection issue.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, several episodes showing ventricular noise oversensing were observed in the device memory. One ventricular lead was explanted on (B)(6) 2016 due to ventricular noise oversensing. The observed noise may have resulted from a rupture of the lead. A new ventricular lead was thus implanted on (B)(6) 2016. After a few months after implantation, episodes showing noise oversensing, that could have resulted from myopotentials, were recorded in the device memory. The noise was reproducible with abdomen contraction. The episodes recorded since end of (B)(6) 2018 showed that the noise morphology changed and it was observed that they could not be reproduced anymore. Preliminary analysis results confirmed the reported behavior. The observed noise could have resulted from a ventricular lead issue and/or a lead/crt-d connection issue.